Manufacturer narrative:
Foreign matter was found during estimation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the device had reduced angulation. The device was returned to service where evaluation found foreign matter in the forceps channel. There was no harm or user injury reported due to the event. This report is being submitted for the reportable malfunction of foreign matter found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation, and to correct g2. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that a white solid foreign material was found in the biopsy channel and although it is likely chemical residue (such as an antifoaming agent), the specific material could not be conclusively identified. Additionally, the cause for the material remaining in the device could not be specified. The channel was not reported to have been deformed but it was found that some procedures were not performed according to the instructions for use (IFU). The following information was obtained from the customer regarding reprocessing at the user facility; the device was cleaned, disinfected, and sterilized before requesting repair, it is unknown when the foreign material adhered to the channel but the facility has been using a defoamer called dimethicone, there was no delay before pre-cleaning, they did not aspirate water from the forceps/suction channel as it was immediately taken to the sink instead of the bedside to wash it, a channel cleaner cartridge (which has been used at the facility for more than three years) was used in the forceps channel to reprocess with no abnormalities to the accessory, the device was not submerged in cleaning solution, the customer wiped/brushed the forceps opening on the tip with a gauze, brush, or sponge, and lastly the customer did not brush the forceps channel. In addition, the following non-reportable malfunctions were found during the device evaluation; insufficient angulation, angle play, adhesion/cloudiness/crack on the light guide lens, scratches on the objective lens, a scraped grip, a cut on switch 1, wear on switch 4, flooding in the connector, discolored plastic distal end cover, bending section cover was found scratched with a cloudy adhesive that was chipped/cracked, the image guide corrugated tub was scratched with a crack in the image guide snake tube side, and lastly the connector side was cracked. Olympus will continue to monitor field performance for this device.